Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: device investigation showed a coil wire fracture in front of the uv glue with a characteristic fatigue pattern. There is no reported trauma, although the clinic had doubts about that. Due to the lack of further details, it is concluded that chronic movement of the coil section maybe in combination with some unreported event in the past, has caused this fatigue fracture over the years. The passed bci test performed with reconnected wires confirms that the implant failure was caused by an open circuit only. This is a final report.

Event description:
Hearing performance with the device is affected. The user was re-implanted.